Event description:
The pump was returned to the manufacturer by the funeral home. The hcp was contacted and reported there had been no issue with the device or the drug and he last saw the pt in 2004. He reported he had no additional information and did not know the cause of death. A death certificate has been sent for and additional infommation will be sent when received.